Event description:
Patient presented with 13mm cia; access of a 28-16-120bl bifurcated device was uneventful. The main body and ipsilateral limb were deployed, ipsilateral limb was dilated with a 12x4 balloon. The dilator and introducer sheath were maintained to offer support during contralateral limb deployment. A .014 wire was in place, the surepass wire was pulled to deploy the contralateral limb. The physician removed the surepass wire along with the red main body sheath. On angiogram, the contralateral limb was still constrained. At this time, it was noted that the limb sheath was not removed with the red main body sheath. The .014 wire was exchanged for an .035 meier wire, then a 12x4 fox balloon was introduced into the contralateral limb, and during inflation, ruptured, and was removed. A snare was brought up over the distal end of the contralateral limb sheath and became caught. The physician pulled the snare with force, and inadvertently broke one of the snare loops. A 10x2 conquest balloon was then introduced and during inflation, the limb sheath opened, and the contralateral limb was fully patent. The snare loop/limb sheath were not retrieved. The balloon was removed, an angio catheter was placed to deploy a proximal cuff. The case was completed with good results, the patient is doing well and no vessel damge reported.

Manufacturer narrative:
Awaiting device return; evaluation pending. Review of lot records/work orders, prior reports. No issues were noted; no conclusion can be drawn at this time; pending device return and evaluation results.